Manufacturer narrative:
No button error alarm noted. However, all buttons did not respond due to corroded keypad traces. No moisture damage on electronics and motor noted. The time displayed properly. No frozen screen noted. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The insulin pump's buttons were unresponsive. The insulin pump was exposed to moisture. Customer's blood glucose level was 5.1 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.